Event description:
It was reported that the tip of a drill bit fractured off. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). G2- canada. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H6: component code: proposed component (annex g) code is: - mechanical (g04) - drill.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, and h11. Corrected: d4.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, and h11. Corrected: d4.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, d4, e1, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Visual inspection of returned device found it to exhibit signs of repeated use, (surface scratches) and the tip of the drill feature has fractured off. Fractured piece was not returned. Further analysis of fractured surface shows possible reverse bending overload. Medical records were not provided. Review of the device history record identified no related deviations or anomalies during manufacturing. Root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.